Manufacturer narrative:
The device was received for evaluation. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to system error 322. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the event history log identified system error 322 messages. Service evaluation verified the system error 322. The cause was identified to be a failing lower link switch, the lower auxiliary was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.